Event description:
Laparoscopic ethicon staple was inside the pt, stapling the small bowel. After firing the stapler, stapler would not open. After pushing the release button several times, the stapler finally opened. No injury to the bowel noted. (B)(4).